Manufacturer narrative:
The reported event of interrogation problem was confirmed. Device was received with anomalous high powered telemetry and magnet anomaly. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics which was the likely cause for interrogation and magnet trigger anomaly noted in the field. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
Additional information received indicated the pacemaker (pm) was explanted and replaced. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) was inappropriately responding to the magnet during various interrogation attempts. The patient reported symptoms of discomfort. No changes were made and there were no consequences to the patient.